Event description:
The customer reported the system displayed the error code message: blocked motion error. No patient injury was reported.

Manufacturer narrative:
The service rep verified the error. He replaced the stop switch on control panel checked and verified system fully operational by booting system 4 times, checking operation xray tube and stop switch with no problems or errors.